Event description:
It was reported that the patient had his spectra concealable penile prosthesis replaced with an inflatable penile prosthesis due to patient dissatisfaction. No patient complications were reported in relation with this event.

Manufacturer narrative:
Corrected data: it was determined that the surgery did not require intervention. The revision surgery took place due to patient choice for a different type of device.

Event description:
The device was replaced with a different type of device due to "patient preference".